Manufacturer narrative:
Per tandem¿s user guide: ¿the needle is not intended to go all the way in, so do not force it.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing of multiple cartridges. Reportedly customer had inserted the syringe needle all the way into the septum. Customer's blood glucose level was between 176 and 186 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.